Event description:
My husband and I began using this brand of skyn condoms for the first time ever. We both had very bad reactions on our genitals the day after use. My vaginal area was very swollen and itchy. I just thought it was from too much friction from sex. However, after I was seen by a gynecologist I was diagnosed with yeast infection. I treated it with prescribed medication however, the yeast infection continues to reoccur. We eventually figured it out that it was the condom and have stopped using it. The condom brand does not list any ingredients and it also adds a fragrance to the condom without listing it on the box. Fragrance will irritate a vagina so this shouldn't be allowed and at the very least they should list that on the box and let consumers decide if they want to take the risk.